Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that aging deterioration was surmised to be a cause of the malfunction as the subject device was manufactured 9 years and 10 months ago. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power switch. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned on.there was no report of patient injury associated with the event.